Manufacturer narrative:
Philips service replaced the anode drive unit (adu) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that adu module failure caused intermittent x-ray functionality on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.